Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). During the imaging, the patient experienced an arrhythmia. The physician believed that it was induced by the device. The patient was brought to the emergency room. No further information was available.